Event description:
The patient experienced a loss of therapeutic effect. She increased stimulation and there was no change. The patient visited her physician and "had surgery". She was no longer having problems with the system.